Event description:
The customer contact reported that the device touchscreen did not respond when pressed. The device was returned to the biomedical department with a note from nursing that stated, "broken-touchscreen not responsive." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device responded intermittently when the device touchscreen was pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen responded intermittently when pressed. The probable cause was due to a broken touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.